Manufacturer narrative:
Visual inspection of the femoral stem, returned in its original opened package, confirmed the presence of the reported hair on the foam insert within the sterile cavity. Review of complaint history indicated no previous complaints for the lot code associated with the returned device. This device was packaged in a class (B)(4) clean room, under a specially designed hooded packaging station that creates a class (B)(4) clean room environment that significantly reduces the presence of foreign contaminants. The sterilization process for this device is in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. Therefore, it is highly unlikely that the presence of the foreign material found in the package would lead to any infections or other bio-incompatibility if the device had been used. Further group training and operator awareness for hair in the package was performed to prevent for hair in the package was performed to prevent future recurrence. Based on the info provided, a definitive cause for the reported condition of hair in the package could not be determined. This warsaw design controlled device was used for treatment.

Event description:
It was reported that there was a hair in the packaging.

Manufacturer narrative:
This report will be amended when our investigation is complete.